Manufacturer narrative:
The console was field service at the user's facility. The optics were checked and cleaned. The alignment out the arm was inspected and was fine. Also, the alignment through the scanner and acuspot were inspected, there were no issues found. In addition, the system was check on microscope with user but, the issue was not present. Therefore, the reported event could not be confirmed.

Event description:
It was reported that during procedure there was an issue with a secondary beam, there is a micromanipulator that may need the mirror to be changed. And it is believed that it could also be misalignment. The procedure was completed. There were no patient complications reported.

Event description:
It was reported that there was an issue with a secondary beam, there is a micromanipulator that may need the mirror changing for one with the anti-reflex spot to stop this. And it is believed that it could also be misalignment. Boston scientific has been unable to obtain additional information regarding the patient involvement to date, despite good faith efforts.

Manufacturer narrative:
The console was field service at the user's facility. The optics were checked and cleaned. The alignment out the arm was inspected and was fine. Also, the alignment through the scanner and acuspot were inspected, there were no issues found. In addition, the system was check on microscope with user but, the issue was not present. Therefore, the reported event could not be confirmed.